Manufacturer narrative:
Analysis and results: batch number has not been informed. Without batch number the review of the batch manufacturing records cannot be done. No pictures showing the defect have been received either. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that at 9:00 on (B)(6)2022, the patient underwent penile rotation correction under general anesthesia. When the operator opened the needle of monosyn violet 6/0, it was found that the needle and thread were separated. The circulating nurse was immediately reported. The integrity of the needle was checked. The operation was continued by replacing a new suture. Several cases have also occurred where the suture of this model detached from the needle on the operating table during the suture. No further information has been provided.